Event description:
It is reported by the nurse that it wasn't possible to assemble the nail adapter correctly to the nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: evaluation revealed the nail handle and the nail holding screw to be the subject products. A review of the manufacturing / inspection records revealed no discrepancies. The devices were documented as faultless prior to distribution. As the devices had been in use for a longer time (manufactured in 2013) we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended. Evaluation did not reveal any discrepancies in material or manufacturing. Significant fretting marks running over the whole circumference were visible on the outer surface of the shaft of the nail holding screw (nhs) close to the beginning of the thread. Corresponding fretting marks running over the whole circumference are also visible inside the tube of the nail handle. Fretting marks are a rare but known reaction if these materials come in contact which each other. During screwing into the nail it is possible that the nhs gets in contact with the inner surface of the tube of the nail handle and friction occurs due to a suboptimal (slight oblique) axial insertion (user related). In combination with small tolerances it is possible that cold welding occurs. The found fretting marks on the instruments returned indicate that most likely cold welding had occurred in this actual case due to repeated suboptimal (slight oblique) axial insertion. A process change was already performed in 2004 to prevent fretting regarding the nail holding screw (surface coating was removed). No further actions were initiated. The returned nhs was manufactured post to the change. Anyway, the change does not prevent a user error due to oblique insertion. The case is attributed to improper handling by the user. No non-conformity was identified.

Event description:
It is reported by the nurse that it wasn't possible to assemble the nail adapter correctly to the nail.